Event description:
It was reported the device was used in a lobectomy. It was reported on the third firing the staple line was incomplete. Another device was used to complete the case. There was no consequence to the patient.